Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. Performance data was not reviewed as no data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Data was provided for investigation but does not reflect the alleged device. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.